Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18116025/18253507/18318353/18318353.

Event description:
It was reported that the patients body was rejecting the spinal cord stimulator (scs) device. All device components were explanted. No further information has been obtained despite good faith efforts.